Manufacturer narrative:
Per review, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer noticed that the colour of the foley catheter was dark during the spd shipping process. Compared to other products, the colour of the catheter had changed to a darker colour. As per additional information mentioned in the internal bd comments on 13oct2023, stated that similar to the previous incident, there was still discolored catheter in stock, so it was recalled.

Event description:
It was reported that the customer noticed that the colour of the foley catheter was dark during the spd shipping process. Compared to other products, the colour of the catheter had changed to a darker colour. As per additional information mentioned in the internal bd comments on 13oct2023, stated that similar to the previous incident, there was still discolored catheter in stock, so it was recalled.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.